Event description:
The customer reported via phone call that she had a crack by the battery compartment on the insulin pump. Customer's blood glucose was 49 mg/dl. Customer stated that the damage occurred when she was putting on her seat belt. Customer thinks that the pump was left in her pocket. Customer stated that the belt clip is loose now. Customer is running low and knows why. Customer stated that when she travels, her blood glucose goes low. Customer treated with food.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a cracked belt clip slot.